Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
When I tried to remove it, it has broken in half-vagina [foreign body in reproductive tract] it (tampon) has broken in half [device breakage] when I tried to remove it, it has broken in half [complication of device removal]. Case description: consumer reported via email that the tampon broke in half during removal. No serious injury was reported.